Event description:
Patient reported had multiple surgeries (the first surgery on lymph nodes). Patient representative further reported the patient experienced the events of ¿swelling in the left breast fluid around the left device and in axillary lymph nodes. 3 large lymph nodes removed from the left breast¿. Pathological histological examination showed "microscopic lymph node tissue with massive multinucleated foreign body giant cells with intracytoplasmically recognizable, optically empty, differently sized vacuoles¿, and "pain and movement restrictions". It was also reported "breast implants and further excess of individual lymph. Partial breast excision on the left due to pain¿. The device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events lymphadenopathy, seroma-late, granuloma, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late, granuloma, pain.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b5 b6 g1 h6. A review of the device history record has been completed. No deviations or non-conformances noted. Correct reason for reoperation: "have been experiencing pain since 2020" and later "breast fluid".

Event description:
Patient reported for left side "experiencing pain". Patient representative reported MRI noted "swelling", "3 large lymph nodes removed from the left breast", "fluid around the left device and in axillary lymph nodes", a pathological-histological exam indicated "lymph node tissue with massive multinucleated foreign body giant cells with intracytoplasmically recognizable, optically empty, differently sized vacuoles", ¿pain and movement restrictions¿. A surgical report indicated "painful palpable finding", "siliconomas" and ¿lymphadenopathy¿. The device has been explanted.